Event description:
The customer received a blood glucose reading of 100mg/dl on the contour meter. His reading from the doctor's meter was approximately 400mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Strip information was not provided but the customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.